Event description:
The pt was hospitalized for elevated blood glucose levels. The pt had previously returned the pump due to a damaged battery compartment and reported that he was hospitalized prior to the device being returned.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged battery compartment consistent with the pt's report, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.